Event description:
Device malfunction: none. Time of symptoms/ae: during and after the procedure. Symptoms/ae: stroke, spasm, tia, hypotension, amaurosis fugax, restenosis. The following events were noted through a periodic article review. A prospective study was conducted in 499 pts with 535 lesions to evaluate the safety and efficacy of lesion tailored selection of neuroprotection and stent devices for carotid artery stenting procedures. Thirty six pts had bilateral disease and half of the pts were symptomatic. Intraprocedural complications included 4 minor strokes, 13 severe ica spasms, 12 tias and 11 severe hypotension after stent implantation treated with a dopamine infusion. In-hospital and 30-day events included: 4 pts with contralateral ica occlusion developed hyperperfusion after cas; 2 minor strokes (retinal strokes ) occurred after the procedure and 1 amaurosis fugax. Additionally, the article indicates that from the 6 total strokes, 2 were due to hyperperfusion associated with intracerebral bleeding, 2 due to air embolization and 2 to retinal embolization. The pts were discharged home at 2 to 18 days after cas. In-stent restenosis (isr) occurred at 9 to 24 months in 8 pts (5 asymptomatic). In all cases, the isr was successfully treated with balloon angioplasty. One case of recurrent isr was treated successfully with cutting balloon angioplasty. The article does not correlate the adverse outcomes to a specific device/MFR and no device malfunction was described. No additional info was provided. The article cites 2 hospitals where the procedures were performed.

Manufacturer narrative:
This report involves cases noted in article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. (See scanned pages).